Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where error 32056 was present during power up causing the system to disable usm. The usm was then installed onto a pftp where agc current was found to be failing on the yaw searchlight pca with error 32056 and 1123. During testing, the yaw searchlight ffc was aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the yaw searchlight ffc was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator 4 (usm4) repeatedly faulted. The technical service engineer (tse) reviewed the system logs and found an error 32056 on the usm4. The customer stated that they would continue the case with the remaining three usms, opting not to troubleshoot at the time. The tse advised the customer to hard power cycle the system when possible. The customer later reported that they hard power cycled the system but the error returned afterwards. The procedure was completed with no reported injury.